Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation a definitive root cause of the unconfirmed customer report could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a diagnostic colonoscopy, a white piece (possibly chalk) came out of the colonovideoscope into the patient. The procedure was completed with the same device. There were no reports of patient harm. During cleaning of the device, plastic grindings came out of bladder/suction channel (probably from cleaning brush). No additional information was available at the time of this report.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.